Event description:
Nellcor puritan bennett received a report of a n-395 unit for no audio. Customer isolated the problem to the speaker and reports that a wire has broken off of the speaker. Customer will replace speaker.

Manufacturer narrative:
Nellcor puritan bennett has requested that the customer return the speaker for investigation.